Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) has been rebooting itself during monitoring of patients on (B)(6) 2023 the cns rebooted 4 times between 1:45pm est - 2:15pm est. No patient harm was reported. The bme requested that nihon kohden (nk) investigate the reason for this cns rebooting on its own and will send into nk the event logs.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the central nurse station (cns) has been rebooting itself during monitoring of patients on (B)(6) 2023 the cns rebooted 4 times between 1:45pm est - 2:15pm est. No patient harm was reported. The bme requested that nihon kohden (nk) investigate the reason for this cns rebooting on its own and will send into nk the event logs. Investigation summary: the device logs were investigated by nihon kohden corporation. From the investigation result, it is presumed that the processing workload of the central monitor increased and the abnormal termination happened because large amounts of data were sent to the central monitor and the communication of the network got unstable when the workload was applied to the network environment. This was resolved after the customer updated their cns software to version 02-23. The presumed cause was determined to be the customer's network environment sending large amounts of data to the cns and the cns software not being able to process the workload efficiently. Review of the complaint device's serial number and customer's complaint history does not show recurrence of this issue since they upgraded their cns software. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 11/15/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt # 2 11/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) has been rebooting itself during monitoring of patients on (B)(6) 2023 the cns rebooted 4 times between 1:45pm est - 2:15pm est. No patient harm was reported. The bme requested that nihon kohden (nk) investigate the reason for this cns rebooting on its own and will send into nk the event logs. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6. B6. B7. D10. Attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) has been rebooting itself during monitoring of patients on 11/06/2023 the cns rebooted 4 times between 1:45pm est - 2:15pm est. No patient harm was reported. The bme requested that nihon kohden (nk) investigate the reason for this cns rebooting on its own and will send into nk the event logs.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) has been rebooting itself during monitoring of patients on (B)(6) 2023 the cns rebooted 4 times between 1:45pm est - 2:15pm est. No patient harm was reported. The bme requested that nihon kohden (nk) investigate the reason for this cns rebooting on its own and will send into nk the event logs.